Manufacturer narrative:
Crosstex has made multiple attempts to obtain additional information from the customer regarding the reported event. To date, we have not received a response. As no additional information was provided regarding the reported event, a root cause could not be determined. Crosstex will continue to monitor for similar events. No additional issues have been reported.

Manufacturer narrative:
The sterile container lock subject of the reported event is being returned for evaluation. Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that the pink indicator dot on the sterile container lock turned white instead of blue after processing. A procedure delay was reported. No report of injury.